Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited an increase on the impedance measurements for its right ventricular (rv) lead, with its measurements high within range. Technical services (ts) was consulted and reviewed store data. Ts noted that capture threshold had increased and that there was oversensing of noisy signals. Ts discussed possible root causes. This device remains in service. No adverse patient effects were reported.